Manufacturer narrative:
The subject device was returned to olympus for evaluation and the physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization (cds) process stating that there were no deviations or problems during reprocessing. The device was rinsed prior to manual disinfections with the detergent deconnex, all channels were immersed and irrigated with disinfectant, the quality of water used for rinsing after disinfection was sterile water. The concentration and expiration date of the disinfectant was checked. The device was not used in procedures while waiting for the results, after the positive culture was observed the device was quarantined, the device was reprocessed 3 times prior to the sampling, the device was lastly reprocessed at the customer site on june 6, 2023, and the samples were taken after reprocessing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found <1 cfu of an unspecified microorganism. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following: the light guide bundle had fiber breakings, the distal end was burned, the channel mount had wear and tear, the mouth guard piece had a defect, and the biopsy channel was incised / had cuts. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the uretero-reno videoscope tested positive on (B)(6) 2023, for 3 colony forming units (cfus) of microbial flora, all channels were sampled. The device was sampled again on (B)(6) 2023, and tested positive for 2 cfus of microbial flora, it was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following chapters from the IFU pertain to this event: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.